Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged inside the patient. The lesion was 99% stenosed, calcified, and mildly tortuous located in the proximal left circumflex. Following predilation with a 2.5mm balloon at 16atm the physician attempted to cross the target lesion with a 2.75x28mm taxus express2 drug eluting stent, but was unable to cross. The lesion was dilated again and another attempt was made to cross and the taxus express2 stent dislodged. The stent was successfully retrieved with a snare and the procedure was completed with another taxus express2 stent. The patient was reported to be "good" post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.